Event description:
A malfunction was reported on the customer's pump, specifically indicating malfunction 16 with code 0x20e6. There was no adverse impact to the customer's blood glucose level as a result of this issue. Technical support informed the caller that a replacement pump with updated software would be sent, and instructions for returning the faulty pump were provided. The customer was advised to use multiple daily injections as a backup therapy and understood the replacement procedure, including putting the pump into storage mode and returning it with the provided pre-paid label.